Manufacturer narrative:
Follow-up #1 - additional information: patient contacted animas on (B)(6) 2014 and reported that the pump was priming the tubing during the load step and there was no ¿no cartridge detected¿ warning.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that they had discontinued pump therapy for a while. No additional information was provided as to what caused the patient to stop using the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 07/15/2015 with the following findings: no cartridge detected and loss of prime warnings were observed in the black box with a zero force. During the load cartridge step the pump failed to detect the cartridge. A force sensor calibration test revealed that the sensor was not detecting the correct force. The pump was opened and moisture damage was found inside the case on the force sensor pins. No other damage was found to the force sensor circuit. Unrelated to the initial allegation, the display was dim and discolored. The display lens was missing. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.